Event description:
It was reported that the surgeon implanted a persons cr femur after making cuts for a persona ps femur. A persona ps articular surface was also implanted. The pt was revised two days later; the persona ps articular surface was replaced with a zimmer ultra congruent tibial insert.

Manufacturer narrative:
This report will be amended when our investigation is complete.